Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach. The 100% target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 5.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status was stable.